Manufacturer narrative:
Physio-control evaluated the device and verified that the reported issue was due to an interoperability problem within the therapy connector and the therapy cable assemblies. Physio replaced the therapy connector and therapy cable assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and observed that multiple connector pins, on the connector portion of the therapy cable assembly, have lost retention. The loose connector pins causes intermittent leads off conditions with the device, which would lead to the device not being able to deliver defibrillation therapy (as reported).

Event description:
The customer reported that during a patient event, their device failed to deliver defibrillation therapy when the shock button was pressed. After the device reportedly was unable to deliver the shock, the customer retrieved a backup device across the hall. Prior to the need to use the backup device, the customer adjusted the patient's internal defibrillator to its highest setting. The customer was then able to deliver a defibrillation shock using the internal defibrillator and converted the patient's rhythm to a normal sinus rhythm. The patient did not suffer any adverse effects as a result of the reported failure.